Event description:
It was reported that snare was used to remove the device. The target lesion area was located in the none tortuous and moderately calcified saphenous vein graph. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. The wolverine advanced through an older previously placed stent. The wolverine inflated the diseased area. During removal the wolverine became stuck within the stent. After multiple attempts to remove the wolverine through various interventional strategies, the surgeons were called but did not surgically remove the wolverine. Additional multiple complex interventions were made to remove the stuck wolverine. The wolverine was finally retrieved along with the previously placed stent vis a snare. Angiography revealed the patient did not sustain injury to the area where the old stent was. The patient is expected to fully recover.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned with a complete hypotube break present at 3.5cm distal to the strain relief. Multiple hypotube kinks were also noted. An examination of the midshaft section of the device identified that the midshaft was severely stretched. A portion of the shaft polymer extrusion (including the guidewire port, inner extrusion, balloon and markerbands) were not returned for analysis.

Event description:
It was reported that snare was used to remove the device. The target lesion area was located in the none tortuous and moderately calcified saphenous vein graph. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. The wolverine advanced through an older previously placed stent. The wolverine inflated the diseased area. During removal the wolverine became stuck within the stent. After multiple attempts to remove the wolverine through various interventional strategies, the surgeons were called but did not surgically remove the wolverine. Additional multiple complex interventions were made to remove the stuck wolverine. The wolverine was finally retrieved along with the previously placed stent vis a snare. Angiography revealed the patient did not sustain injury to the area where the old stent was. The patient is expected to fully recover.